Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Catalog number is 5552-s-4416. Device was disposed.

Event description:
It was reported by the sales rep that during the surgery of a total shoulder surgery, the inner packing inside the box was partially opened. Was not used, surgeon did not want to compromise patient.

Manufacturer narrative:
Evaluation revealed the reunion humeral head 44x16 to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. A physical examination could not be carried out as the device was disposed by the hospital. Thus a reasonable examination and investigation was not possible. Visual inspection was limited to two images provided. The first picture was showing the outer packaging, which was partially opened. The second picture displayed the inner packaging, where the first packaging layer seemed to be partially separated from the second layer. As neither further information nor further images of the inner packaging and/or of the outer cardboard box were available, the reported event could not be confirmed. With the information/ images given a more precise statement was not possible. The exact root cause could not be determined. The file will be closed formally. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product.

Event description:
It was reported by the sales rep that during the surgery of a total shoulder surgery, the inner packing inside the box was partially opened. Was not used, surgeon did not want to compromise patient.